Event description:
It was reported that after catheter placement, when it was removed, the sterile water level decreased to about 0.5cc.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted using the in house syringe the catheter balloon was inflated the balloon with with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water). Balloon concentricity maintained 50:50 and rested with no leaks. Using returned syringe the catheter passively deflated in 2 minutes and 22 seconds with no issues or cuffing present. Also received 3 photo samples. First photo sample shows overview of catheter. Second photo sample shows end of catheter with deflated catheter. Third photo sample shows inflation cap indicating lot number nghq2438. Therefore, the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after catheter placement, when it was removed, the sterile water level decreased to about 0.5cc.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.